Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's clinical progress notes and operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no connection can be made at this time between the problems experienced by the patient being caused by the bard/davol mesh that was used. At this time no definitive conclusions can be made.no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent a burch urethropexy with implant of an unspecified "marlex" mesh. On (B)(6) 2003 - the patient underwent an anterior/posterior repair, enterocele repair and implant of a non bard davol tvt mesh sling. The attorney alleges the patient experienced an unspecified adverse patient outcome associated with the use of the device.